Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the product comes out next to the needle.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no devices or photos provided for analysis. Based on the available information, the reported issue could not be observed, and an exact root cause was not determined. All information received will be used for further tracking and trending purposes and we will continue to monitor.